Manufacturer narrative:
Medtronic investigation of returned suspect position motion controller finds that the reported issue could not be confirmed. The positioner control box was installed in test imaging system and motion readied as expected. Homing, y-axis, gantry motion, 2d and 3d imaging were all successful. No fault found. As previously reported, the position motion controller was replaced to resolve the issue.

Manufacturer narrative:
A medtronic representative went to the site to replace the position motion controller and test the equipment. The motion would not initialize. It was found that the positioner controller was not homed. After replacement of the position motion controller the imaging system passed the system checkout. The system was found to be fully functional. The position motion controller was returned to the manufacturer for evaluation and is currently under analysis.

Event description:
A medtronic representative reported that during a non-navigated spine procedure using a c-arm to place spinal screws, the o-arm positioner controller had an issue that caused imaging confirmation to be discontinued. Unrelated to this imaging issue, it was noted that a screw needed to be repositioned. There was minimal delay and no reported impact to the outcome of the patient.